Manufacturer narrative:
Preliminary analysis of the returned device confirmed that electrical and mechanical characteristics were within specifications.

Event description:
Reportedly, the patient had dizziness for a couple of weeks. Upon interrogation of the crt-d, noise oversensing and loss of capture were observed on the right ventricular channel. Preliminary analysis revealed that a ventricular lead issue is suspected.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the patient had dizziness for a couple of weeks. Upon interrogation of the crt-d, noise oversensing and loss of capture were observed on the right ventricular channel. Preliminary analysis revealed that a ventricular lead issue is suspected.

Event description:
Reportedly, the patient had dizziness for a couple of weeks. Upon interrogation of the crt-d, noise oversensing and loss of capture were observed on the right ventricular channel. Preliminary analysis revealed that a ventricular lead issue is suspected.